Manufacturer narrative:
This report is being supplemented to correct information provided on the initial report.

Manufacturer narrative:
Further evaluation of the device confirmed the customer¿s reported leak, and found it was due to a cut on the bending section cover (a-rubber). Due to deterioration of the bending tube braid, the tightness of the braid had become uneven. Due to wear of the angle wires, the up/down/right/left bending angles did not meet specifications. Due to wear of the angle wire, the up/down knob was out of specification. Due to wear of the angle wire, the right/left knob was out of specification. Due to breakage of the light guide bundle, illumination was uneven. The bending section cover adhesive was cracked. The control unit was dirty. The switch box had a dent. The universal cord was dirty and had a scratch. The suction cylinder was shaved. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was a leak from the bending rubber (a-rubber) of the subject device, and reduced angulations in all directions. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material in the forceps elevator, and the inside of the light guide lens was dirty. This report is being submitted for the malfunctions found by service during the device evaluation foreign material, dirt.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping at distal end of the device, etc. And/or chemical stress by chemical solutions allowing humidity to invaded lg lens which led to corrosion. Although customer follows correct reprocessing procedure as per omsi training/ IFU, however device could not be reprocessed by customer (including brushing) due to issues like physical damage, leakages, k-wire/ elevator malfunction. However, the root cause of the reported events is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.